Event description:
This is a report of a patient who experienced a myocardial infarction (mi) and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. It was reported that the patient was hospitalized in the month prior to the month of death for a mi and an unrelated indication. Treatment during hospitalization was not reported. On an unknown date, the patient was discharged from the hospital. The outcome of the mi event was not reported. It was reported that the patient was again hospitalized in the month following the mi event for an unrelated indication. The patient passed away three days after hospitalization. The cause of death was reported to be due to a cardiovascular event. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the serial number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.